Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 105 messages, which were not confirmed or reproduced. Review of the event history log shows no evidence of system error 105 messages.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.